Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7077435.

Event description:
It was reported that the patient experienced inadequate pain relief from their spinal cord stimulation (scs) system. X-ray imaging performed confirmed lead migration. The patient underwent a revision procedure in which the leads were repositioned, and suture sleeves were added for anchoring. The patient was recovering without complication postoperatively and was discharged same day.